Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window, and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was damaged. Several chips of plastic and cracked o-ring were falling out. The reservoir started to come out of place and caused her blood glucose level to go up. Customer's blood glucose level shot from 130 mg/dl to 537 mg/dl and back down to 46 mg/dl. She treated her blood glucose level with a backup insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.